Manufacturer narrative:
Reliability analysis evaluated four opened/used reservoirs. Inspected the snap-cap, and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a no delivery alarm. Customer stated that some of the sets were not working. Customer stated that she receives a no delivery alarm during priming. Customer stated that it occurred about 7 times. Customer stated that it was a past issue that happened last month. Customer wants to return the reservoir for analysis but not the set. Customer would also like replacement sets.